Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 14jun2019. The review was performed from the date of manufacture to the present date 24mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device pcu will not turn on. There was no reported patient involvement.

Manufacturer narrative:
Correction: report source, report source other, manufacturer narrative(DHR). Additional information: imdrf annex a, b, c, d grid, manufacturer narrative(shr). Omit: a070803 - failure to power up (1476). A review of the device history record showed the device had a manufacture date of 14jun2019. The review was performed from the date of manufacture to the present date 22jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device pcu will not turn on. There was no patient involvement.